Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of excessive no delivery alarms on the customer's insulin pump. The customer's blood glucose at the time was 500mg/dl. The customer's high levels were treated with long acting insulin. Troubleshoot was conducted, and the device was able to prime and rewind successfully. The customer was advised that the device is operating as designed. The customer was advised to call back if issues persist.